Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument, had a loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged grip cable crimp. The cable crimp was observed to be dislodged from its normal location. As an additional observation not reported by site, the instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Further inspection showed a dislodged cable crimp, mechanical indentations on the yaw pulley, and indentations on the idler pulleys. The instrument was found to have indentations on the monopolar yaw pulley. The instrument was found to have multiple indentations on the edge and outer face of the distal pulleys. There were no pieces missing. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. Further inspection showed a dislodged cable crimp, mechanical indentations on the yaw pulley, and derailed grip cable. White residue was observed on the idler pulley. The complaint was confirmed by failure analysis. The probable root cause is attributed to a component failure due to a dislodged instrument cable crimp. Regarding the related findings, the probable root cause is attributed to a component failure due to a derailed instrument grip cable. Also, the probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
The instrument was found to have a broken monopolar yaw pulley. The broken piece, measuring approximately 0.83mm x 0.39mm in size, was not returned with the instrument. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the reporter noticed that the hook had a broken cable, but the surgeon did not find any fragments inside of the patient. There was no report of a fragment falling into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h11 for follow-up information.